Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer track broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 did not close due to rails issue. A field service engineer (fse) replaced the drawer assembly due to binding during operation. Inspection revealed a missing bumper and insufficient lubrication on the ball bearings, though no ball bearings were missing. The drawer function was verified using diagnostics and confirmed to be operating properly. The system functioned as intended after the field service engineer repaired the device.